Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. It was reported that customer's blood glucose (bg) level was slightly elevated; however, the value was not provided. The customer administered a manual insulin injection and bg level came down to target range. The customer was able to load a new cartridge successfully.